Manufacturer narrative:
Additional information: publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through review of the article titled ¿one-year comparative evaluation of istent or istent inject implantation combined with cataract surgery in a single center,¿ the following event was identified. Three (3) months following left eye trabecular micro-bypass stent implantation, one patient presented with focal peripheral anterior synechiae (pas) occluding the internal ostia of the stent. The occlusion was corrected uneventfully with nd:yag laser iridotomy and resulted in no sequelae. Any omitted information was not available at the time of this report.